Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's husband reported that on an unspecified date/time customer's adc blood glucose meter was not working properly and because of this customer was hospitalized. Caller was contacted in follow-up but indicated he did not know exactly what was wrong with the meter or the test strips. Customer's husband suggested the customer would call adc after she was discharged from the hospital, but to date no additional information has been provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Visual inspection was performed and no issues were observied.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.